Event description:
It was reported that the surgeon inserted the micl13.2 implantable collamer lens upside down and removed it without any pt injury. The reporter stated the incident was due to a tech or surgeon's error.

Event description:
The user received erroneous low results for one patient sample which were discovered when they failed a delta check on their lis system. Of the data provided, the results for four assays were discrepant. Glucose initial result was 88 mg/dl, repeat result from the same analyzer was 152 mg/dl, repeat result from the other c501 analyzer was 151 mg/dl. Creatinine initial result was 0.71 mg/dl, repeat result from the same analyzer was 2.20 mg/dl, repeat result from the other c501 analyzer was 2.18 mg/dl. Potassium initial result was 3.3 mmol/l, repeat result from the same analyzer was 3.7 mmol/l, repeat result from the other c501 analyzer was 3.9 mmol/l. Calcium initial result was 7.9 mg/dl, repeat result from the same analyzer was 8.8 mg/dl, repeat result from the other c501 analyzer was 8.8 mg/dl. The patient was not affected because the results were never reported. The reagent lot numbers were: glucose 61943801, creatinine 61901301, calcium 62266701. The lot number of the potassium electrode was not provided the user refused a service visit and stated she believed the incident was sample related as they had no other issues with any other patient samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be clarified due to limited data provided by the customer. All quality control results for the affected tests were in range. No analyzer related accuracy or precision problems existed at the time of the event. Although a specific root cause could not be identified, a possible reason might be an insufficiently pipetted sample caused by the pipetting of micro clots from the lithium heparin sample due to a too short centrifugation time. The patient was not adversely affected as the falsely low results were not reported outside the laboratory.